Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 07/24/2013 to 9/21/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing, and specifications and released back to the customer.

Event description:
It was reported that the device failed plunger force calibration. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed plunger force calibration. No patient involvement.